Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor initially failed to pair with the ilet after insertion, resulting in an intermittent communication failure likely related to interoperability between devices and potentially involving the antenna/electrical-magnetic components; the sensor subsequently paired after guided troubleshooting and toggling settings. Symptoms included hyperglycemia with a reported glucose peak of 205 mg/dl and no associated clinical symptoms. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure, with potentially affected components including the antenna and electrical/magnetic elements. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.